Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation of a b30 error was not duplicated when tested. However, the evaluation found the following: 1.) Blurry image; 2.) Dents noted in insertion tube and in bending section; 3.) Scratches on the bending section and advanced diagnostics removed; 4.) Lifting of the bending section adhesive; 5.) Wrinkles noted on the boot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had a b30 scope communication error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of error b30 (scope communication) was physical stress was applied to the insertion section while the user was handling the device which led to damaged charge-coupled device-unit. The event can be detected/prevented by following the instructions for use which state: ¿ inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result.¿ olympus will continue to monitor field performance for this device.